Event description:
Power interruption (surge) brief audible alarm, machine requires resetting, pt bagged, reset done, but delay of less than 1 min caused changes in pt vital signs. Concern is that alarm has 45 sec delay before activation that reset required so that if brief power interruption alarm not heard, it will be 45 sec before alerted to need to reset. This is a feature of machine.